Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a rtc problem alarm. Customer received pump error alarm multiple times. Insulin pump was neither dropped nor bumped. The customer was able to clear the alarm. The customer was able to complete the rewind process. Self test passed. Insulin pump did successfully complete steps in displacement verification table. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged pump error 37 alarm found on (B)(6) 2022. Insulin pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 37 alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 37 alarm on (B)(6) 2022 at 21:18:36, 06:19:06, 06:21:03, 06:23:04, 12:13:00, and 12:23:0 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the motor contact. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: faded serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked belt clip rails, broken belt clip rails, cracked case above arrow and battery icon, minorly scratched lcd window, scratched case, and cracked keypad overlay. Customer alleged for pump error 37 alarm was confirmed. Moisture damage was confirmed on motor contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.